Event description:
It was reported that the zimmer meshgraft ii was uneven and jams upon one side. Add'l clinical f/u with the hospital indicated the mesh graft was usable; it had just gone through the unit crooked and was not optimal, according to the surgeon. There was no increased surgical time.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.